Event description:
It was reported to boston scientific corporation that a three port through the peg (j- tube) was used during a placement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the physician reported that the j-tube kinked which prevented feeding. They tried feeding the patient through the suction port and it did not work. The suction port is not designed for feeding purposes. The physician had originally clipped the j-tube in place however it was not placed far enough down. The physicians pulled out the j-tube, straighten it out inside the stomach and flushed the tube with water. In addition, the feeding port cap on the j-tube was leaking and not staying closed, after feeding, per the boston scientific representative the apparatus that was being attached to the feeding port was two to three times bigger than the hole it was being placed into thus causing the silicone rubber to become stretched. The peg and j-tube were not replaced. This device remains in the patient. The condition of the patient at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)